Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis: vaginal mesh erosion in the anterior compartment with bladder neck obstruction and stress urinary incontinence secondary to transobturator tape. Reason for mesh implantation: vaginal mesh erosion in the anterior compartment with bladder neck obstruction and stress urinary incontinence secondary to transobturator tape procedure (s) performed: urethrolysis, excision of transobturator tape with anterior vaginal mesh erosion removal with urethral re-sling utilizing pelvicol tissue matrix complications: retention/incomplete bladder emptying, inability to void and vaginal bleeding, urge incontinence, urinary tract infection (uti).